Event description:
Per (B)(6) study, patient was readmitted on (B)(6) 2021 for dislodged rv lead. Her device alerted for 7 field threshold tests and was over sensing p waves on the v lead with double counting. Chest x-ray showed rv lead dislodgement. A lead revision will be scheduled.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.